Event description:
Lv lead impedance alerts beginning (B)(6) 2019. Lv lead was partially removed. Full removal and insertion of another lv lead is scheduled for (B)(6) 2020. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).